Event description:
The patient reported feeling the device move under the skin. A determination was not made whether the device moved or scar tissue loosened near the device pocket. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.